Event description:
During mechanical thrombectomy for acute stroke, the distal tip of the reperfusion catheter tip separated. After successful recanalization, it appeared that the catheter tip was retained in the thrombosis and ultimately migrated; resulted in m1 occlusion. An aristotle 24 guidewire was used to try to obtain the broken catheter tip, the guidewire also fractured and contributed to the occlusion. Occlusion could not be cleared. Many attempts to retrieve catheter tip and guidewire with a variety of strategies were unsuccessful.